Event description:
It was reported that the pump touch screen responsiveness is diminished. Customer declined troubleshooting further with tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.